Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Please see initial and supplemental mdrs submitted under MFR 3004753838-2017-94016 for the reported event.

Event description:
Subsequent to the initial MDR, it was determined that this was a duplicate report.